Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that a system failure primary audible alarm background and test failure occurred. No patient injury was reported.

Manufacturer narrative:
Date of event is unknown h6 evaluation codes: updated h3: updated one device was received for evaluation. Visual inspection found the tamper seals to be intact. The device was observed to have chipped front corner and cracked right plunger case. The device?s event history log was reviewed for evidence of the reported problem, ?primary audible alarm bgnd test? Was found. The ehl was unable to be downloaded due to a problem with the pharmguard toolbox software. To conduct functional testing, the device had an occlusion and audio test performed. Upon testing, the reported problem was unable to be duplicated and unable to determine the cause of the intermittent error. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: health effects corrected evaluation codes corrected.